Manufacturer narrative:
E1: initial reporter address: (B)(6). Device analysis by MFR: the returned product consisted of the agent dcb. A visual and microscopic analysis was performed on the device, however no damages or defects were found. Because the issue could not be confirmed, the investigation was given a conclusion code of adverse event related to patient condition.

Event description:
It was reported that a shaft break occurred. An agent dcb mr 2.75 x 30mm was selected for treatment. The 70% stenosed target lesion was severely calcified and mildly tortuous. As the physician was attempting to cross the lesion, the shaft broke. The device was removed from the patient by pulling, and the procedure was completed using another similar device. There were no patient complications reported.

Event description:
It was reported that a shaft break occurred. An agent dcb mr 2.75 x 30mm was selected for treatment. The 70% stenosed target lesion was severely calcified and mildly tortuous. As the physician was attempting to cross the lesion, the shaft broke. The device was removed from the patient by pulling, and the procedure was completed using another similar device. There were no patient complications reported.